Manufacturer narrative:
Patient reported via social media of bone necrosis of distal tibia and pain post scp surgery; pictures of the x-rays were provided. Lot number of device used is unknown. Once additional information becomes available, an additional report will be submitted.

Event description:
Patient reported bone necrosis and pain via social media.

Event description:
Patient complaint via social media.

Manufacturer narrative:
Through the investigation, it was determined that the event was a duplicate that had been previously submitted under report number 3008812173-2018-00022-1. There has been no additional information provided since the last report. Please refer to that report for information regarding the event.